Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had safety disk leak issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by biomed customer, the cardiosave intra-aortic balloon pump (iabp) had safety disk leak issues. There was no patient involvement.

Manufacturer narrative:
Updated fields: a1, b4, d9(device available for eval), g3, g6, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: b5, g1(contact person), h6(component codes). A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and installed a safety disk,drive side. After the unit passed all manifold leak test after the replacement, the biomed customer requested that the pump run on a simulator for 2 hours at 80 bpm prior to performing another all manifold leak test. The second test was performed immediately after running the unit for 2 hours and failed the leak test portion of all manifold leak test differential pressure with values ranging from 12 to 14 (mmhg) when passing limits are +/- 10. If the unit was allowed to cool down for several minutes prior to running the leak test, the unit again passes the all manifold leak test. It was found that the customer was running the tests in the incorrect order from how they're laid out in the service manual. All safety disks will slightly fail the leakage test most likely if the tests are ran in the order the customer was performing them. All disks passed if ran in the correct order on the customers two cardiosaves.